Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones, and a review of device data via the latitude remote patient monitoring system showed a battery depletion (bd) error had been recorded. Technical services was consulted and confirmed the battery consumption had been increasing at an unexpected rate, and device replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones, and a review of device data via the latitude remote patient monitoring system showed a battery depletion (bd) error had been recorded. Technical services was consulted and confirmed the battery consumption had been increasing at an unexpected rate, and device replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.